Event description:
Initial result for a pt calcium was 13.1 mg/dl. When repeated, the result was 9.1 mg/dl. The incorrect result was not used to guide therapy. The field service rep found a bad pcb and repaired the instrument by replacing the pcb.